Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant was 4.8 cm. The vessel morphology is unknown. It was reported 7 months post stent graft implantation, a CT demonstrated a proximal type I endoleak. The aortic neck has explanded due to disease progression. The physician has requested a talent acortic cuff under ide (g020050) was requested for repair of the type I endoleak.